Manufacturer narrative:
The device involved in this event has not been returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a device damaged during use on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) medical center. The date of event is (B)(6) 2018 based on the date of procedure when the damage occurred intra-operatively. It was reported that the sheath was placed and the contralateral wire snared as expected. During the advancing of the main body to the transfer stop, it was noted that there were 3 to 4 wire wraps around the delivery system. It was suggested that the physician rotate in one direction, however, the physician noted the damage to the sheath. The decision was then made to remove the system and start over. A new device was used to complete the case without issue and the aneurysm was successfully excluded.